Event description:
The user facility reported that during a therapeutic colonoscopy, the doctor had difficulty inserting a non-olympus snare through the instrument channel of the colonoscope to remove a polyp. The doctor then withdrew the snare and attempted to pass non-olympus forceps into the channel, but encountered difficulty advancing the accessory. The users reported to have had a spare colonoscope available at the time of the event, however, the physician elected to abort the procedure and refer the patient to a different facility for treatment. There were no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation did not duplicate the user's report of difficulty advancing endotherapy devices through the instrument channel of the colonoscope. The colonoscope was examined and found to operate appropriately. Olympus followed up with the facility, and was informed that users had not performed an inspection of the colonoscope or the non-olympus endotherapy devices prior to the procedure. The device instruction manual instructs users to inspect the instrument channel with an endotherapy accessory prior to use. The cause of the user's experience cannot be conclusively determined. The colonoscope has been returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.